Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Speaker, sound not functioning correctly.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2015 and performed to specification up to the (B)(6) 2016. A test pad-pak was then installed. The device was powered up, the speech prompts were not properly delivered. This confirms the reported fault. The green status led flashed throughout. The device was tested on calibrated equipment. The device delivered a test shock without fault. An acceptable measurement was recorded. The device was then disassembled for investigation. Investigation found the fault was due to the digital speech chip, pin 12 not soldered correctly. This could have been making a mechanical connection during the device assembly and final test in order to deliver the speech prompts correctly.